Event description:
It was reported the device was used during a v.a.t.s procedure. It was reported by the rep on the first firing, tissue was not cut completely. From the third firing the instrument did nto cut and staple the tissue. The case was finished with oversew and endoloop. There was no consequence to the pt.

Manufacturer narrative:
Unavailable device was not returned for evaluation.